Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was over 500 mg/dl. Customer went to the hospital and treated their high blood glucose via insulin vial and manual injections. Customer was wearing the insulin pump at the time of the hospitalization.